Event description:
Through implant patient registry it was learned that a 21mm 2800tfx valve in the aortic position was explanted after an implant duration of 8 years, 10 month to be able to visualize the mitral valve and perform and mvr. The patient presented with dyspnea and syncope. The explanted valve was replaced with a 23mm 11500a valve. The patient expired on pod#10 due to shock; multifactorial - primary cardiogenic, ards, metabolic acidosis, pneumonia, thrombocytopenia.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry it was learned that a 21mm 2800tfx valve in the aortic position was explanted after an implant duration of 8 years, 10 months due to needed removal to visualize the mitral valve as a result of severe mitral stenosis. The patient presented with dyspnea and syncope. The explanted valve was replaced with a 23mm 11500a valve. The patient expired on pod#10 due to shock; multifactorial - primary cardiogenic, ards, metabolic acidosis, pneumonia, thrombocytopenia. Per information received, patient had mitral stenosis requiring valve replacement. Aortic valve prosthesis needed to be removed to visualize the mitral valve.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.